Event description:
The device was used during a right lower partial lobectomy. Reportedly, after firing the staples did not form properly and the knife cut to the end of the cartridge. The surgeon had sewed to finish the procedure. No injury was reported.